Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned - reported defect not reproduced on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage note: manufacturer contacted customer in a follow-up call on 01-nov-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 437, 285, 277 and 274 mg/dl. The customer¿s expected am fasting blood glucose test result is 200 mg/dl and expected pre-lunch/dinner blood glucose test result is 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification; customer stores in his book bag and does not expose to heat or cold. The test strip lot manufacturer¿s expiration date is 01/31/2026 and open vial date is 1 week. The meter memory was reviewed for previous test result history: result 1: 277 mg/dl date: 10/18 time: 1:09pm fasting before lunch. Result 2: 285 mg/dl date: 10/18 time: 12:44pm fasting before lunch. Result 3: 437 mg/dl date:10/18 time: 12:43pm fasting before lunch. Result 4: 274 mg/dl date: 10/18 time: 6:42am fasting. Result 5: 230 mg/dl date: 10/17 time: 10:00am fasting.